Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a scratch on the plastic window and making it hard to see sometime. No harm requiring medical intervention was reported. The customer received or gotten random no delivery alarms before and they cleared the errors and they did not had to change set. The device will not be returned for analysis.